Event description:
It was reported to philips that the display is damaged. No patient harm or injury has been reported. Further information will be "sent" upon completion of the manufacturer's investigation.